Event description:
The customer reported while on the patient the ventilator was running in a/c mode and there were tidal volumes showing on the monitor but they were very small. The respiratory therapist (rt) reported the patient was breathing spontaneously but it appeared that the vent was not providing any assist or mandatory breaths. The vent was removed from the patient and there was no patient harm. The rt manager reported the ventilator circuit and exhalation filter were checked for leaks, disconnections, etc. But none were found. The ventilator was given to biomed who performed testing which passed. There were no faults found and the unit has been placed back into service with no recurrence of the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.